Event description:
Information received by medtronic indicated that a phrenic nerve injury occurred during the second cryoablation in the rspv. The case was aborted. There was no diaphagrmatic movement observed when the patient was examined by chest x-ray post procedure and the day after the procedure.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and did not show any system notices for the date of event. Bin files showed at least 6 injections were performed with the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.